Event description:
Sorin group (B)(4) received a report that during priming, a touch screen on the s5 double head pump was unresponsive. The system was power cycled and the touch screen resumed functionality. The incident occurred during prime. There was no pt involvement reported.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, a touch screen on the s5 double head pump was unresponsive. The system was power cycled and the touch screen resumed functionality. The incident occurred during prime. There was no pt involvement reported. The customer stated this was the second time this issue had occurred. The investigation is ongoing. A f/u report will be sent when the investigation is complete.